Event description:
Rec'd information regarding a cartridge alarm during the load process. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A follow up supplemental report will be submitted if the device has been rec'd.